Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip leaked. The following information was provided by the initial reporter: leakage between piston and syringe-wall. Nurse pulled up the propofol and gets this dropped on herself. They have no idea why this happened. This has happened once.

Manufacturer narrative:
Investigation summary: one (1) sample was provided by the customer for investigation. The sample was leak tested following bd procedure. The sample did not leak when tested therefore failure mode was not verified. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batches associated with this investigation as the batch number was not known. CAPA 55639 : 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd 2017-017 is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip leaked. The following information was provided by the initial reporter: leakage between piston and syringe-wall. Nurse pulled up the propofol and gets this dropped on herself. They have no idea why this happened. This has happened once.